Event description:
New information received notes that potential insulation damage was observed during the device change procedure. The atrial lead was repaired with medical adhesive. The lead was attached to the new device. The patient was stable throughout the procedure and being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with a chest pain. Upon interrogation, episodes of atrial noise reversion and inappropriate auto mode switch (ams) due to myopotential oversensing were observed. Isometric testing confirmed that the source of noise was possibly due to lead to can abrasion. The physician did not have plan for lead revision until device eri is reached. The patient was stable and will be monitored.